Event description:
It was reported via repair work order that the head end brakes were not holding due to one of the caster stems being broken. Further it was reported that the scale was inaccurate due to the head left load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.